Event description:
It was reported that while in the cath lab, the md inserted the sheath via the left femoral artery. The intra-aortic balloon (iab) was prepped per the instructions for use (connected one way valve and aspirated the balloon inside the kit during preparing the iab) and the iab was inserted into the sheath. Under fluoroscopy, the md found the balloon catheter tip was broken. As a result, the md removed the iab and sheath as one unit. Another sheath was inserted and another iab was inserted without difficulty. The staff "confirmed that this iab catheter was intact immediately after it was removed from the patient, but the balloon membrane was torn outside of the patient."

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.